Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) showed two ventricular high rates that were possibly due to electromagnetic interference as the time of the high rates correlated to when the patient was in surgery. The device measurements were currently within expected range and device appeared to be functioning as programmed. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.